Event description:
It was reported that the dressing left fibers in the bed of the lesion, which were strongly adhered, being necessary the removal with instruments, even after the use of saline, the fibers remained adhered.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no sample or information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case may be reopened a device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The complaints history for part number 66801174 was reviewed over a three year period and found zero complaints relating to the failure mode. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.